Event description:
It was reported that the system impedances of this subcutaneous implantable cardioverter defibrillator (s-ICD) system were high during post-implant procedure testing. The shock impedance was high at 124 ohms during initial shock test, which was done instead of a defibrillation threshold (dft) test. An x-ray was taken which did not reveal any abnormalities. It was noted that the impedance fluctuated upon pressing along the patient's sternum leading the physician to suspect air entrapment. The implant procedure was completed successfully without further complications. No adverse patient effects were reported. According to additional information, this s-ICD system exhibited noise in the primary vector so it was reprogrammed to the secondary vector. Later, there was a stored treated episode where an inappropriate shock was delivered. Technical services (ts) recommended reprogramming back to the primary vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service.